Manufacturer narrative:
(B)(4). Date sent: 6/08/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? Yes. If yes, was the firing sequence completed? No. 2. Did the device deliver any staples? Yes. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B-formed. 4. Were there staples missing from the staple line? No. 6. Did the device cut? Yes. 7. If yes, was the cut line complete? No. 9. Was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire farther after it fired a little. Changed to another one to continue the procedure but the same problem happened again. Changed tp a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information was provided.